Event description:
A customer reports their abbott diabetes care charging cable, "caught fire and melted." The customer further reports that the charging cable was not plugged in at the time. No further details were provided. There was no report of smoke, explosion, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.